Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Starting in (B)(6) 2022, the patient was experiencing intense pain around the stoma site, with noted thickness, discharge and pus. In early (B)(6) 2022, the patient was prescribed ceclor 250 mg, one tab, twice daily for five days. On (B)(6) 2022, the patient had what appeared to be a granuloma on the upper side of the stoma and continued pus-like discharge. The patient was again prescribed ceclor one tab three times daily. Her tubing was replaced. She was not hospitalized for the procedure. On (B)(6) 2022, the condition of the patient¿s stoma was improved. The patient had completed her second course of antibiotics and was doing routine stoma site care.